Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional contacted boston scientific's technical services (ts). Upon interrogation of this device, the programmer displayed a message that immediate attention was required. A summary report was printed and a da error code was identified. Ts explained that this represented a check of the device's memory integrity which required self correction. The hcp was informed that this type of random issue can be caused by exposure to radiation in the environment, but can also be seen for patients using air travel or undergoing radiation therapy. The hcp stated that these situation did not apply to this patient. Ts commented that this error is benign; however, it occurs more often than further investigation may be warranted. The hcp plans to continue monitoring the performance of this device.